Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection 1 gram (route and frequency not reported) and tobramycin 80 milligrams (route and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. At the time of this report the patient was recovered from the peritonitis event and antibiotic therapy was completed. No additional information is available.